Event description:
A male underwent aaa repair in 2008. The patient's anatomical form was considered suitable for endovascular therapy, but had slight stenosis in the left common iliac artery. The procedure went as labeled. A confirmatory angiogram revealed a type I endoleak in the proximal neck (1820334-2008-00597), and type I endoleak in the contralateral distal part, and a kink in the ipsilateral iliac leg graft (1820334-2008-00599). The physician ballooned the proximal neck. The physician then placed another manufacturer's stent in the kink of the iliac leg graft as well as ballooned the site. For the type I endoleak in the contralateral distal part, the physician additionally placed another iliac leg graft to extend the distal part by approximately 10mm because the first contralateral iliac leg graft was not sealed enough. The contralateral iliac leg stent additionally placed was used as labeled. Final angiography revealed that the endoleaks were reduced, so the physician then decided to take a wait and see approach considering that the endoleaks would resolve after the heparin in the blood neutralized. The physician stated that he considered the kink to have occurred because the gap between the stents was positioned in the narrow blood vessel. Patient outcome is unknown.

Manufacturer narrative:
Event evaluation: still under investigation.